Manufacturer narrative:
H.6 investigation summary: bd received 6 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for poor barrier separation and fibrin was observed. Additionally, the customer samples were visually inspected for additive or gel issues. No issues were identified. Complaints for sample quality are under statistical control for the month of august 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation and fibrin based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer reports that there is no serum after centrifugation. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that no serum after centrifugation."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer reports that there is no serum after centrifugation. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that no serum after centrifugation."

Manufacturer narrative:
H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.